Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a surgery, the needles of the firstpass mini broke when piercing into the meniscus. The procedure was resumed, after a non-significant delay, using a similar sn back up device. No further complications were reported.

Manufacturer narrative:
Additional info sections in a, g and h. The reported device was received for evaluation. A visual inspection revealed that it was not returned with any original packaging. One side of the serrated teeth has fractured from the suture capture. The edge of the suture capture which is still in the jaw is slightly twisted. Bio debris is present, and there are no other visual deficiencies. A functional evaluation was performed on the returned device and found that the lever will close the aligned jaws and deploy the suture passer needle as intended. A dimensional evaluation found the returned serrated part still seated in the jaw. The length is estimated to be 0.150 inches, the width of the curved serrated piece is estimated to be .0415 inches, and the jaw height holding the serrated piece is .046 inches. A clinical review states that an example image of the device was provided for review and indicates that the serrated teeth from the suture capture broke within the patient. Imaging was not provided to evaluate the location of the part that was left within the patient. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided the clinical root cause of the reported breakage could not be determined. We are currently unable to rule out a user error/ procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The broken component is an externally communicating device. It is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The device IFU does note that, ¿as with any surgical instrument, care should be taken to ensure that excessive force is not placed on the device. Excessive force can result in failure.¿ the patient impact is determined to be the retained non implantable fragment. Local irritation/discomfort, and/or migration should not be ruled out. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that could have contributed to the failure include (1) excessive force (2) tissue thickness or (3) damage or debris on the device tip during passes. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
Updated results of investigation: the reported device was received for evaluation. A visual inspection revealed that it was not returned with any original packaging. One side of the serrated teeth has fractured from the suture capture. The edge of the suture capture which is still in the jaw is slightly twisted. Bio debris is present, and there are no other visual deficiencies. A functional evaluation was performed on the returned device and found that the lever will close the aligned jaws and deploy the suture passer needle as intended. A dimensional evaluation found the returned serrated part still seated in the jaw. The length is estimated to be 0.150 inches, the width of the curved serrated piece is estimated to be .0415 inches, and the jaw height holding the serrated piece is .046 inches. A clinical review states an example image of the device was provided for review and indicates that the serrated teeth from the suture capture broke within the patient. Two undated x-ray photos were provided for review. The ap image shows the fragment overlaying the right lateral tibial condyle. It cannot be confirmed in the lateral image. The based solely on the image the location of the fragment cannot be confirmed. The provided images do not indicate a root cause. Based on the information provided the clinical root cause of the reported breakage could not be determined. We are currently unable to rule out a user error/ procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The broken component is an externally communicating device. It is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The device IFU does note that, ¿as with any surgical instrument, care should be taken to ensure that excessive force is not placed on the device. Excessive force can result in failure.¿ the patient impact is determined to be the retained non implantable fragment. Local irritation/discomfort, and/or migration should not be ruled out. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that could have contributed to the failure include (1) excessive force (2) tissue thickness or (3) damage or debris on the device tip during passes. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Additional information in sections b, d and h. Updated investigation results: the reported device was received for evaluation. A visual inspection revealed that it was not returned with any original packaging. One side of the serrated teeth has fractured from the suture capture. The edge of the suture capture which is still in the jaw is slightly twisted. Bio debris is present, and there are no other visual deficiencies. A functional evaluation was performed on the returned device and found that the lever will close the aligned jaws and deploy the suture passer needle as intended. A dimensional evaluation found the returned serrated part still seated in the jaw. The length is estimated to be 0.150 inches, the width of the curved serrated piece is estimated to be .0415 inches, and the jaw height holding the serrated piece is .046 inches. A clinical review was conducted. An example image of the device was provided and indicated that the serrated teeth from the suture capture reportedly fractured during the procedure. Two undated radiographic images were also provided for review. The ap image shows the fragment overlaying the right lateral tibial condyle; however, a corresponding finding could not be confirmed on the lateral radiograph. Therefore, the exact location of the reported fragment could not be definitively confirmed based on the images provided. The radiographs did not provide sufficient information to determine the mechanism of failure or cause of the reported device breakage. Accordingly, a clinical root cause could not be determined based on the available information. The broken component is part of an externally communicating device and is not intended for implantation. The device is not approved for long-term internal tissue exposure, and long-term implantation data are not available. Therefore, local irritation, discomfort, and/or migration cannot be ruled out as potential consequences of a retained fragment. A review of device records showed no indications to suggest that the product failed to meet manufacturing specifications at the time of release for distribution. A review of complaint history identified no similar events associated with the reported lot number. Based on this review, the reported event is considered an isolated occurrence within the manufactured work order. A risk management review determined that the reported failure mode and associated harm were appropriately documented, and there were no indications to suggest that the currently identified risks are inadequate. Potential contributing factors identified within the risk management documentation include: (1) excessive force, (2) tissue thickness, or (3) damage or debris present on the device tip during use. Based on the available information and investigation results, a definitive root cause could not be established. No evidence of a manufacturing nonconformance was identified. No corrective action is indicated at this time.